Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products:brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021/ serial #: (B)(4), UDI #: (B)(4), concomitant medical products:no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 18-jul-2020, labeled for single use: no, (B)(4). Model #: 1650de / catalog #: 1650de / expiration date:31-jul-2019 / serial #:(B)(4). UDI #: (B)(4). Concomitant medical products: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 05-jul-2018, labeled for single use: no, (B)(4). Model #: 1650de / catalog #: 1650de / expiration date:31-jan-2022 / serial #: (B)(4).UDI #: (B)(4). Concomitant medical products: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 15-jan-2021, labeled for single use: no, (B)(4). D4: model #: 1650de / catalog #: 1650de / expiration date:31-mar-2022 / serial #: (B)(4).UDI #: (B)(4). Concomitant medical products: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 19- mar-2021 labeled for single use no, (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching and subsequently there was a power source disconnected alarm. The controller and batteries have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6). FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6) FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6). FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6). FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6: FDA conclusion code(s): d14 product event summary: power switching events that were due to momentary disconnections involving (B)(6), and an unknown battery with a serial ID of ¿0¿. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation and is an additional finding not related to the reported event. Review of the data log file revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. (B)(6) were lubricated prior to release. A power source lubrication procedure had been performed on the (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 25/oct/2018. Lubrication servicing of the battery in a sealed state could not be confirmed since the serial number is unknown. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause for the observed battery in a sealed state can be attributed to a communication error between the controller and battery. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.